Event description:
Beginning in september 2003 and continuing over the next 14 years I have had upwards of over 70 ect treatments at (B)(6) hospital in (B)(6). I was told that there would be some short term memory impairment but with time it would come back. I am unable to work. My short term memory never resolved itself. Just tonight my husband and I were watching a movie. He went to the kitchen for five minutes. When he got back he asked a specific question. Even though I had just watched that scene, I could not recall what had happened in it. This happens daily. I do not retain any information. I cannot remember what I read. I cannot multitask like make dinner. If my husband needs to tell me to do something, he knows I will not remember anything past the first or second step. I have gotten disoriented in places that I frequent. There are places I go to regularly yet all of a sudden I don't know where I am. I use a service dog to help me with navigation. My long term memory has basically been wiped out, at least anything that happened in that span of 14-16 years. I cannot remember my son's special birthdays or first days of school. I don't remember weddings that I supposedly attended. The same goes for funerals. Learning new things is extremely difficult. I used to love learning new stuff but now I can't remember anything past the first basic steps. I did not know when I was getting the treatments that it could give me a brain injury/brain damage. We knew of the short range effects but were reassured those would resolve themselves and they have not. I have serious concerns about these treatments and believe they do lasting damage to one's ability to function independently. FDA safety report ID# (B)(4).